Event description:
On (B)(6) 2013, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system and gore® excluder® aaa endoprosthesis were implanted. The patient tolerated the procedure. On (B)(6) 2018, the patient had a reintervention to treat a proximal type I endoleak from the gore® excluder® aaa endoprosthesis featuring c3® delivery system (psts event #35806). The physician implanted three gore® excluder® aaa endoprostheses to treat the endoleak. The patient tolerated the procedure. On (B)(6) 2022, another reintervention was performed to treat a proximal type I endoleak. Two gore® excluder® conformable aaa endoprosthesis with active control system were implanted. The patient tolerated the procedure. It was reported that the patient had a tortuous aorta, which may have led to the endoleaks.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. This event also includes device 15432413/ 00733132618804 and 13726045/ 00733132618804. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.